Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The ventilator engine assembly was replaced to resolve the reported issue.

Event description:
The hospital reported that the system alarmed for collapsed bellows. There was no report of patient involvement.